Event description:
It was reported the patient's stimulation would stop intermittently (B)(6), it was also reported the stimulation would intermittently start on its own. Surgical intervention was performed on (B)(6) 2012. The physician concluded that the ipg was the source of the issue as there were no problems detected with the leads, lead extension or patient programmer. The ipg was implanted in 2011 (exact date unknown). The ipg was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.